Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4) surgical intervention device code: (B)(4)- hernia recurrence occurred additional information: additional narrative: it was reported that following insertion the patient experienced abdominal pain and scar tissue. It was reported that patient underwent mesh removal on (B)(6) 2013 by(B)(6) due to mesh adherence to the omental and small bowel and recurrent hernia.